Manufacturer narrative:
Additional info: h6. Complaint is confirmed. Upon visual evaluation, it was noted that the device the key guide has scratches on the base and lost the dowel pin. Function testing, the device does not release or hold the pin sheath/guide as required. The buttons did not work, they got stuck and did not release freely during testing. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. A secondary cause of failure related to the lost dowel pin was identified, the most likely cause of failure of this issue is use error.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06022922 that an 1268-100 targeting arms drill pin sheath/guide could not advance into aiming arm. This occurred during a hip fracture on (B)(6) 2023, the surgeon malleted the sleeve into place with the obturator and removed it to allow a little more play. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.